Manufacturer narrative:
Add'l info received from contact on 11/22/96 indicates that this pt has 20/20 vision and is having no problems. The particulate is still visible on the iris.

Event description:
Particulate appeared during a cataract extraction procedure in which dr was using this phacoemulsification handpiece. Not all of the particulate was able to be aspirated.